Manufacturer narrative:
(B)(4)

Event description:
It was reported when the patient presented to the (B)(6) for a patient notifier, an attempted charged therapy failed due to exceeded charge time. In-clinic capacitor maintenances performed stable charge time measurements. Device replacement was recommended. The patient will continue to be monitored. No further information is available.